Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button after he landed in the airport. The patient's blood glucose at the time of incident is unknown. The customer did not press a button down for three minutes or longer. The customer was unable to clear the alarm. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed leak test. The insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. The insulin pump was received with minor scratched lcd window, case and keypad overlay.